Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the cap button component has fractured. Root cause product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the red hook portion of the saw capture (p/n: 254500045) for fixing was broken when checking of connection at the time of instruments inspection on (B)(6) 2019. No strong force was applied when connecting. No further information is available.